Manufacturer narrative:
The report received from the affiliate states that while removing the device from the wire dispenser, the distal coil became unraveled/stretched. The patient was a (B)(6) male. No calcification and mild vessel tortuosity, the rate of stenosis was 80%. There was no damage noted to then outer packaging. The wire was secure in the packaging. While removing the device from the dispenser, the distal coil became unraveled/stretched. Therefore, another new stabilizer was opened and the procedure was completed dilating the left superficial artery with savvy (5x10) successfully. It was noted that the complaint product was not resterilized. The complaint product was not clinically used. There was no report of injury for the patient. One non-sterile sgw .014 stabilizer 300cm was received coiled into a plastic bag. The distal tip presented an unraveled/stretched condition at the distal end. The unit was inspected under microscope and the damaged was confirmed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint reported by the customer as ''guidewire - unraveled/stretched'' was confirmed during analysis. However, the exact cause of this condition could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly; neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time. The complaint of unraveled/stretched was confirmed on analysis; however, the exact cause of the confirmed failure could not be determined. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that handling issues may have contributed to the confirmed burst.

Event description:
The report received from the affiliate states that while removing the device from the wire dispenser, the distal coil became unraveled/stretched. The patient was a (B)(6) male. No calcification and mild vessel tortuosity, the rate of stenosis was 80%. There was no damage noted to then outer packaging. The wire was secure in the packaging. While removing the device from the dispenser, the distal coil became unraveled/stretched. Therefore, another new stabilizer was opened and the procedure was completed dilating the left superficial artery with savvy (5x10) successfully. It was noted that the complaint product was not resterilized. The complaint product was not clinically used.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.